Manufacturer narrative:
Voluntary medwatch was submitted by the initial reporter under uf (B)(4). Investigation is ongoing.

Event description:
During the transaortic placement of the 26mm sapien3, the delivery system balloon burst and distal tip separated. Tao access was obtained without issue. No balloon aortic valvuloplasty (bav) was performed. The 26mm sapien 3 was introduced into the body, and the valve was fully deployed. As the balloon was being deflated, blood was seen in the atrion device; it was assumed that the balloon burst. The physicians attempted to pull the certitude back into the 18fr esheath. As they pulled the delivery system back, the tapered tip/half of the balloon/and the entire wire lumen of the certitude disengaged from the delivery system. The proximal portion was removed from the body, however, the wire lumen/half the delivery balloon/tapered tip was separated inside the body. After multiple attempts to remove the distal portion of the certitude, it was decided to access the heart via transapical. The patient was put on bypass. The physicians were able to snare the remaining component of the certitude delivery system and successfully remove it from the patient¿s body. Both incisions were sutured closed and the patient successfully left the or in stable condition. The valve was implanted well with trace leak.

Manufacturer narrative:
(B)(4). Thv tvt registry. The delivery system was returned to edwards lifesciences for evaluation with the distal end and guidewire shaft separated. An inflation device along with a dilator fully inserted through a sheath. The delivery system and sheath were visually inspected. There was a radial and longitudinal inflation balloon burst and the distal end of the inflation balloon was separated. The guidewire lumen was separated with the stylet inserted. No other abnormalities were observed on the delivery system and sheath. Returned imagery was reviewed. The descending aorta and aortic root had calcification. The proximal shoulder was flaring open during delivery system withdrawal, post balloon burst. The dilator/introducer was inserted through the sheath to attempt to retrieve distal end of delivery system. The distal end of the delivery system was within the left ventricle. The delivery system distal tip was successfully removed from the patient. Images were also provided showing the delivery system distal tip after removal from patient, the devices after removal from the patient and the proximal end of inflation balloon after removal from patient. No functional testing was able to be performed due to the condition of the returned device (balloon burst). Dimensional inspection was performed on the relevant component features related to the reported complaint. Balloon single wall thickness measurements were taken at different locations along the proximal side of the tear with a digital blade micrometer. A single wall thickness deviating from the specification could have contributed to the balloon burst and could be indicative of an issue during manufacturing of the component. The measurements met the wall thickness specification. No IFU/training manual deficiencies were identified. The most relevant work orders for the failure mode reported in this complaint were reviewed and did not reveal any issues that could have contributed to this complaint. Lot history review of the related work orders did not reveal any similar complaints for balloon ¿ burst, distal tip, nose tip ¿ separated, or delivery system ¿ withdrawal difficulty-through sheath. A review of complaint history from (B)(6) 2016 to (B)(6) 2017 revealed other returned complaint devices for the edwards certitude delivery system (all models and sizes) with balloon ¿ burst. A review of complaint history reveals that the occurrence rate for balloon - burst did not exceed the april 2017 control limits for the trend category ¿balloon burst¿. A review of complaint history from (B)(6) 2016 to (B)(6) 2017 revealed one other returned complaint device for the edwards certitude delivery system (all models and sizes) with distal tip, nose tip ¿ separated. A review of complaint history reveals that the occurrence rate for distal tip, nose tip ¿ separated did not exceed the (B)(6) 2017 control limits for the trend category ¿separated¿. A review of complaint history from (B)(6) 2016 to (B)(6) 2017 revealed other returned complaint devices for the edwards certitude delivery system (all models and sizes) with delivery system ¿ withdrawal difficulty-through sheath. A review of complaint history reveals that the occurrence rate for delivery system ¿ withdrawal difficulty ¿ through sheath did not exceed the (B)(6) 2017 control limits for the trend category ¿withdrawal difficulty¿. During manufacturing, the inflation balloon is both visually inspected and tested several times throughout the process. Product verification testing is also performed on ten (10) samples. Inspections during the manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported complaints. The balloon ¿ burst was confirmed based on the condition of the returned device. No evidence of a manufacturing non-conformance was identified during investigational activities. Dimensional analysis of the balloon revealed that the balloon wall thickness was within specification. A detailed root cause analysis for similar balloon burst complaints in returned devices has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product or manufacturing defect contributed to this type of event, including factors for why deployment of balloons on thv delivery systems and balloon catheters are subject to increased risk of burst in a calcified annulus. Analyses of these types of ruptures indicates that they are typically caused by interaction with calcification on the native aortic valve and/or annulus. The technical summary contains further details related to root cause analysis on balloon bursts in a calcified aortic annulus. The complaint imagery displays that the patient had a calcified aorta. Thus, the root cause can be attributed to patient/procedural factors (calcified aorta). The condition of the returned delivery system provides objective evidence that the complaint is not the result of a product non-conformance, but likely related to patient factors (calcified aorta). Based on the returned condition of the device (balloon burst) and the images from the procedure, the delivery system ¿ withdrawal difficulty-through sheath was also confirmed. Available information supports that the condition of the burst balloon likely resulted in difficulties withdrawing the delivery system balloon into the sheath. This scenario can cause the distal tip assembly to drag or catch onto the sheath distal tip during retrieval and contribute to the difficulty retracting the device through the shaft. Based on the returned condition of the device (balloon burst) and the images from the procedure, the complaint was confirmed for distal tip, nose tip ¿ separated. The observed separation is likely due to the difficulty withdrawing the delivery system as stated above. The wings of the proximal shoulder were caught on the sheath tip and excessive force to retrieve the delivery system may have caused the delivery system distal tip to be separated from the rest of the device. As such, the root cause for the balloon burst, distal tip, nose tip separation and delivery system withdrawal difficulty can likely be attributed to patient/procedural factors. Since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Since no manufacturing non-conformances were identified in the product evaluation and these failure modes do not exceed the complaint trending control limits, a pra escalation is not required. The balloon ¿ burst was confirmed, but no manufacturing non-conformities were found in the returned sample. Available information indicates that patient factors (calcified aorta) may have contributed to the event. The technical summary provides a detailed root cause analysis for similar events. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed the (B)(6) 2017 control limits for this trend category. Therefore, no corrective or pre distal tip, nose tip ¿ separated was confirmed, but no manufacturing non-conformities were found in the returned sample. Available information suggests that patient/procedural factors may have contributed to the events. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed the (B)(6) 2017 control limits for this trend category. Therefore, no corrective or preventative action is required. Withdrawal difficulty through sheath was confirmed, but no manufacturing non-conformities were found in the returned sample. Available information suggests that patient/procedural factors may have contributed to the events. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed the (B)(6) 2017 control limits for this trend category. Therefore, no corrective or preventative action is required.